Event description:
It was reported to philips that the system failed to acquire images due image disk full errors. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and performed database consistency test and repair. Following that, the procedure was continued after remote service solved the issue. The codes were updated based on the investigation outcome.